Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. Final analysis found that as received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited failure to capture and failure to sense. The ra lead was removed and replaced. The patient was in stable condition throughout.